Event description:
It was reported that, the patient received vibratory alerts from the device. The device was found in back up vvi due to a power on reset (por). The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of por related reset was confirmed. The device was in backup vvi (bvvi) mode upon receipt. Analysis of device image indicated the device went into bvvi mode due to power on reset (por). After the device was restored from bvvi mode, functional testing was performed. Telemetry, impedance, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.